Event description:
It is reported that the patient underwent a left hip revision due to unknown reasons. However, radiographs were reviewed and indicate a periprosthetic femur fracture.

Manufacturer narrative:
Zimmer biomet (B)(4). D10 ¿ medical products item# 00585205014, lot# 62677130: fluted stem extension straight precoat for cemented use only g2: foreign source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h4, h6, and h11. Corrections are in section d4.

Manufacturer narrative:
Upon reassessment of the reported event, this proximal femoral component was determined to be not reportable. The initial report was forwarded in error and should be voided. Sections updated: b3, b4, b5, d6, g3, g6, h2, and h11.

Event description:
Upon reassessment of the reported event, this proximal femoral component was determined to be not reportable. Radiographs show the fracture occurred in the area of the stem component. The initial report should be voided.